Manufacturer narrative:
(B)(4). D10: interchangeable humeral assembly cat# 32810503506 lot# 64428942. Interchangeable ulnar assembly cat# 32810505302 lot# 64750996. G2: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01411.

Event description:
It was reported that a patient was revised approximately 8 days post implantation due to an incorrect implant positioning during the initial procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed g-code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: image assessed, significant findings include right total elbow arthroplasty with likely bony fracture involving the proximal ulnar as well as loosening of the humeral and ulnar components. Distal humeral and proximal radial resection. Significant surrounding soft tissue stranding could indicate evidence of trauma. If there are specific questions pertaining to these x-rays from engineering, please advise and resubmit. Device history record was reviewed and no discrepancies were found. The reported event is not confirmed. It was reported that the device was in the wrong position; however, further follow up showed that it could not be determined whether this was true or if the product had been implanted correctly and then migrated. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.